Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8578, serial/lot #: (B)(4), ubd: 21-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving morphine (10 mg/ml at 2.347 mg/day), bupivacaine (30.0 mg/ml at 7.041 mg/day), and dilaudid (3.0 mg/ml at 0.7041 mg/day) via an implanted pump. It was reported the patient had fluid in the pump pocket in (B)(6) of 2020. The pump pocket was opened and the physician observed a cut in the catheter distal to the 8578 connection. The catheter was cut and replaced with a new 8578. Also completed a dye and motor study which were both successful. It was unable to be determined if any environmental/external/patient factors that may have led or contributed to the issue. It was noted the issue was resolved.